Event description:
Reporter noted five cases of endophthalmitis have occurred over the past 4-6 months at one facility, with three different surgeons. One or two cases were staph infections, two were strep infections and the fifth was listed as unk. One pt has 20/40 vision and the others were reported as essentially blinded in infected eye. Also noted one case of slight wound dehiscence 4-5 days post-op, but all other incisions remained tight.